Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and a result of 4.0ng/ml was obtained. It is unclear, if the accu tni result was reported out of the lab. The customer re-spun the original sample in an insert cup and then re-tested for accu tni. The repeated accu tni result was 0.07ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. The specimen was collected in a non-gel lithium heparin tube and centrifuged at 2,000 rpm for 12 minutes. No particulate matter was observed after re-centrifuging the sample in the insert cup. The customer was not questioning any other assays or patient samples at the time of this event. A field service engineer (fse) was not dispatched to the customer's lab. The customer will monitor testing and contact beckman coulter inc. If further assistance is required. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.